Event description:
Pt undergoing embolectomy case for pvd. The fogarty catheter balloon tip was checked and working properly prior to insertion. When fogarty catheter was removed from pt, tip was gone. Tip not seen on intra-op fluoroscopy angiogram or in post op xray. (Tip not radiopaque.) Tip may have been in clot removed, but was not seen by staff.